Event description:
Medtronic received a report that during coil embolization for an anterior communicating artery acom aneurysm, the ristgc catheter was used via a right transradial access tra approach. Although the radial artery diameter was 2.5 mm, which was considered adequate for insertion, resistance was felt immediately after insertion. The catheter was advanced to the cca with difficulty but could not be advanced further. Because the handling differed from the usual performance, the catheter was exchanged for another rist, after which it was advanced to the internal carotid artery without issue. Upon removal and inspection of the product, peeling of the coating at the distal tip was observed, and based on the facility¿s assessment, a product malfunction was suspected. No patient complications were associated with this event. Additional information was received. The causes or contributing factors for the event were not identified.

Manufacturer narrative:
H3: product analysis ¿as found condition: the rist catheter was returned for analysis inside a clear sealed biohazard plastic pouch and inside a shipping box. ¿damaged location details: the rist catheter tip and marker were examined and were found to be flattened without noticeable coating peeling. The catheter body was found to be kinked in multiple locations (~3.3cm, ~6.0cm, ~54.5cm, <(><<)>(><(>&<)><(><<)>)> ~61.0cm) from the distal tip and at multiple locations (~18.5cm, ~21.0cm, <(><<)>(><(>&<)> <(><<)>)> ~30.5cm) from the proximal end of the catheter hub. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the rist catheter was flushed with water, and water exited through the distal tip. ¿external testing: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿catheter kink/damage¿ and ¿catheter resistance during device delivery¿ reports were confirmed, as the returned rist catheter was observed to be damaged (kinked). The damage likely occurred when the customer advanced the catheter against resistance. Possible causes of resistance include, but are not limited to, patient vessel tortuosity, a damaged catheter, insufficient hydration prior to use, or a flush rate that is too low. However, the cause of the reported event could not be determined. Additionally, the customer¿s report of ¿peeling of the coating at the distal tip¿ could not be confirmed, as no noticeable peeling was observed on the distal tip during device analysis. The cause could not be determined. (Manald1 2026-04-27) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.